Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment, cannot remove battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was found to be cracked. Moisture corrosion was observed inside the battery compartment. The returned battery cap was unable to fit securely to the pump due to stripped threads. The allegation of a power issue was duplicated. A test battery cap was able to fit to the pump and maintain an electrical connection. The test battery cap was used for a 24 hour duration test with no further power issues observed. The pump failed a leak test due to the battery compartment crack. There was no further evidence of moisture on the internal components of the pump.